Manufacturer narrative:
Other, other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking from the reservoir. No report of patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was received with the water tank cover cracked on the top and the bottom left side. Water was placed into the tank and turned on and a water was leaking from the tank cover. The complaint is confirmed. The water tank was replaced and then passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.